Event description:
The customer reported quality control (qc) failures for several assays including troponin I (accutni) on a unicel dxi 800 access immunoassay system (serial number (B)(4)). Beckman coulter (bec) customer technical support (cts) advised the customer to repeat patient samples on an alternate unicel dxi 800 access immunoassay system. The customer alleged that the instrument in question had generated nonreproducible accutni results for twenty (20) patient samples, but did not supply patient results printouts. From the archived data files of both instruments, bec investigator review identified nonreproducible accutni results for seventeen (17) patient samples; this MDR reports the accutni results for the patient 1. Patient 1 was admitted to the hospital as a result of this event. Patient samples were collected in lithium heparin tubes. Sample processing information, calibration data, and qc data were not provided for review.

Manufacturer narrative:
There is no indication access accutni reagent was returned to beckman coulter (bec) for investigation. Bec cts advised the customer to perform a system check, which failed. Cts then advised the customer to check peri-pump tubing, aspirate probes, and duckbill. The customer stated the duckbill had been changed that morning. Upon inspection, the customer noted tubing for dispense probe #3 had disconnected and there was fluid inside the instrument. The customer replaced the tubing to the dispense probe and requested service. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse removed the wash carousel and cleaned the fluid in the instrument. The fse ran a passing system check, high sensitivity system check, and qc. The nonreproducible accutni results were due to the dispense probe tubing, which had come loose when the customer performed maintenance and replaced the duckbill. (B)(4).